Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verioflex meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the patient was contacted with a follow-up question. The patient reported that she started getting the error 4 messages around 11am on (B)(6) 2018. The patient manages her diabetes with a combination of victoza, lantus and novolog insulins. It is unclear if she made any changes to her usual diabetes management routine as a result of the alleged issue; she was unable to use the meter to obtain a result. She reported that around 30 minutes later, she developed symptoms of ¿sweaty, clammy, very thirsty and tired¿. She indicated that she obtained a blood glucose result of 520 mg/dl on her freestyle back-up meter. She reported that she contacted her doctor by phone around 12 noon on (B)(6) 2018, and was advised to take an additional dose of 4 units of novolog which she self-administered at around 12:15pm. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips had been stored correctly. The test strips completely drew in the sample of blood. As the patient had successfully obtained a result using a new batch of test strips, she did not want to perform a retest using the older vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event, i.e. A blood glucose result of 520 mg/dl with symptoms of sweaty, clammy, very thirsty and tired, after obtaining error 4 messages on the subject meter.